Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an air leak was reported in a tracheal tube whilst in use. An emergency tube change was required. No patient injury.

Event description:
Additional information received via email from customer on 19-jan-2023 and attached in complaint object: complaint form attached and pr confirmed. Event date, pr, no injury, medical intervention updated.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.